Event description:
Kimberly-clark received a report stating, "customer states that drape fabric was found in the surgical site during surgery.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint (B)(4).

Manufacturer narrative:
Review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review or once samples are evaluated, the additional relevant information will be submitted in a follow-up report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.